Manufacturer narrative:
(B)(4). Clarification : the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 0.55 ml of juvéderm volbella® xc in the lips and a small amount in the mouth corners. About 2 months and a week later, the patient noticed some small firm areas at the injection sites, including the bottom lip. 17 days later, there were more bumps through the lips. On that day, the hcp treated the area with hyaluronidase and gave the patient medrol dose pack. Patient was prescribed antibiotic on the following day. 6 days later a second antibiotic steroid taper was prescribed after the patient called to report slight tenderness returning 2 days after finishing the prednisone and the original nodule on the bottom lip that had receded was now becoming more noticeable. Treatment was reported as provided to prevent permanent damage. Symptoms have not fully resolved. All the nodules are almost gone.